Event description:
Caller reported a malfunction on the pump, specifically a "malf 12" error code, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer reported the issue to technical support and was assisted with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears, acknowledging and understanding the provided instructions.